Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had a beep anomaly. The patient's blood glucose at the time of incident was 480 mg/dl. The patient mentioned that the beep occurred hourly. During troubleshooting it was discovered that the customer had a temp basal running. The patient turned off the temp basal to resolve the issue. The insulin pump was not returned for analysis.